Event description:
It was reported that during use with bd vacutainer® k3e 5.4mg plus blood collection tubes "rubber" foreign matter was discovered in tube. The following information was provided by the initial reporter, translated from spanish to english: strange artifacts inside the tube, it looks like rubber. During use.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photographs from the customer in support of this investigation. Evaluation of the attached photographs showed a tube with a bit of plastic scraped inside and formed a spike. 100 retained samples were visually inspected, and no damaged tubes were found. Bd was able to confirm the customer¿s indicated failure mode with the photographs provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.